Manufacturer narrative:
The field service engineer found a damaged valve and vacuum nozzle and replaced them. He decontaminated the system and replaced all electrodes and ise solutions. He ran an ise check, calibration, and controls that all passed. As the qc recovery was acceptable, there was no indication for a performance issue of the reagent. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The investigation is ongoing. Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of questionable ise indirect gen.2 results from the cobas 8000 cobas ise module. The initial sodium result was 123 mmol/l and the repeat result was 141 mmol/l. The initial potassium result was 4.2 mmol/l and the repeat result was 4.78 mmol/l. The initial chloride result was 133 mmol/l and the repeat result was 106 mmol/l. The questionable results were reported outside of the laboratory. The sodium electrode lot number was c37 with an expiration date of 17-mar-2021. The potassium electrode lot number was t50 with an expiration date of 06-may-2021. The chloride electrode lot number was k09 with an expiration date of 17-mar-2017.